Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited no capture and low amplitude measurement that resulted in a heart rate in the 20's. Boston scientific technical services (ts) reviewed episodes from the past few days and noted several atrial tachy response (atr) and ventricular tachycardia (vt) episodes. Atrial undersensing was observed on the electrocardiogram. The right ventricular (rv) lead exhibited consistent capture. Boston scientific technical services (ts) recommended further evaluation as the atrial lead is not sensing the atrial tachycardia that is present. The field representative was to investigate further. There were no additional adverse patient effects reported. Additional information received, there is no further information available to the field representative at this time.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.